Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances. Contacts 8,9,10,11,12,14 and 15 showed avoid with high impedances, some reaching 40k ohms and contact 13 displayed ¿do not use¿ at 40k ohms. The cause was not known and the issue was ongoing. On 2024-04-26, additional information was received from the manufacturer representative (rep) reporting actions taken to resolve the high impedances was not disclosed to the rep. The issue was not resolved and no plan to resolve was disclosed to the rep. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.